Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01004. It was reported that the patient was not getting the relief they needed. Surgical intervention took place where the system was explanted to address the issue. No one from abbott was notified of the explant, therefore it is unclear if any complications occurred.